Manufacturer narrative:
(B)(4). Legal manufacturer: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ventilator engine was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the inability to pressurize the patient circuit preventing mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Per the additional information, the noise did not affect the function of the unit. The unit continues to ventilate and alarms remain functional. There was no reportable malfunction. This event was not reportable. H3 other text : per the additional information, the noise did not affect the function of the unit. The unit continues to ventilate and alarms remain functional. There was no reportable malfunction. This event was not reportable.